Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had leaked from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Release records were reviewed and the product met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported his blood glucose (bg) reached 385mg/dl after wearing the pod between 36 and 48 hours. The pod was deactivated and the patient indicated it was leaking from the infusion site although the cannula was still in place.